Event description:
It was reported that during an unknown procedure, it was observed that the staple line was jagged and did not cut nicely. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 1/22/2026. D4: batch #396d40. Additional information was requested, and the following was obtained: the surgeon requested the stapler to use in the lap chole due to thick scarred tissue. The stapler did not fire cleanly and left a jagged edge. They then opened a new echelon and rectified the situation. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned ats45 device determined that it was received with no apparent damage and with a tr45w reload no loaded in the device. The reload lockout spring was found damaged, and the reload was received partially fired 1/3. Functional testing of the returned device with a test reload showed that it fired, cut, and formed all the staples as intended, with a complete staple line and cut line, and the staples met the staple form release criteria. The event reported was confirmed and is related to improper use of the device, specifically when the firing cycle is started, interrupted, released, and restarted, resulting in damage to the reload lockout spring. Users are advised to complete the firing stroke by squeezing the firing trigger completely until it rests on the closing trigger, and to avoid partially firing the device. Once the firing cycle has been initiated, it must be completed, as re-initiation of firing will cause the device to lockout and firing through the lockout mechanism will break the device. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 396d40, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.